Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from coaguchek xs professional mater serial number (B)(4). The customer was not completely sure of date of the event as date is not set correctly on the meter, but this was her best estimate of the date. At 7:00 am, the meter result was 4.6 inr. At 10:45 am, the meter result was 5.1 inr. At 12:45 pm, the result from a laboratory using stago reagent was 3.9 inr.